Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that the patient was admitted on (B)(6) 2026, at 11:50 a.m. With a history of ¿malignant pancreatic tumor diagnosed over a year ago, and abdominal pain accompanied by vomiting and diarrhea for one day.¿ on admission, vital signs were: t: 36.5c, p: 95 bpm, r: 20 bpm, bp: 82 over 62 mmhg. After completing relevant examinations upon admission, the patient was given symptomatic and supportive treatment. On (B)(6) 2026, at 3:30 pm, a nurse performed a bard three way valve PICC line placement on the patient. The puncture was successful and the catheter was advanced smoothly. However, while preparing the compression sleeve, it was discovered that the catheter could not pass through the sleeve connector, resulting in vascular injury. The procedure was suspended, and a compression sleeve from a separate package was used for connection. The infusion is now flowing smoothly.